Event description:
A medtronic representative reported an e-mail from a site alleging "a pedicle was tapped over the guide wire as per navlock surgical technique and upon removal of the tap, it was noticed that the tip of the tap had split and flared. No harm was done to the patient." The site was using the navlock 5.5 solera tap. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not available from the site. Suspect device has not been returned to manufacturer for analysis.